Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an issue with the unit losing gas. It is unknown under which circumstances the event occurred or if there was patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. The fse performed all functional and safety checks to meet factory specifications. The iabp was then returned to the customer and cleared for clinical service.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an issue with the unit losing gas. There was no harm reported to the patient.